Event description:
Caller reported an issue with touchscreen responsiveness, describing the pump screen as frozen and unresponsive to input. There was no adverse impact to the customer's blood glucose level. Technical support provided complete pump reset information, and the caller chose to reset the pump, which resolved the issue, allowing the customer to interact with the pump screen successfully.